Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation it was reported that the patient did not use any of the minicaps with inadequate iodine. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was dry. This was found when the package was opened. It is unknown if the device was used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: manufacture date: 4/11/14-4/17/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.